Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 600 mg/dl. The customer stated that she has gastroparesis. The customer did not attempt to change her infusion set to correct the high blood glucose. The customer declined to perform troubleshooting on the insulin pump. Nothing further was reported.